Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The trilogy evo was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation, the manufacturer's service technician observed a failed data wipe on the device and no findings were made available on the cause of the alleged issue. The customer requested the device be returned unrepaired, so there was no repair made to the device and/or part(s) replaced to address this issue. The root cause isn't confirmed at this time. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.